Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a problem with the anterior vitrectomy. The procedure was completed without delays and without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative found that there was a bad contact to the pneumatics module. The company service representative reseated a connection to the pneumatics module. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the bad contact to the pneumatics module. The manufacturer internal reference number is: (B)(4).